Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the programmer was unable to save to a portable disk file (pdf) and that it was losing telemetry, the programmer would print or save to a pdf and interrogated devices during bench testing with the provided head. The link electronic module (lem) was inspected and reseated, and it was also noted that the lower case was worn and that the programmer had an error during the software reload and therefore the lower case and lem were replaced and additionally, the lem calibrated. (B)(4).

Event description:
It was reported that the programmer would not save to a portable data file (pdf) and that it was losing telemetry. Follow-up determined that the radiofrequency programmer head had been changed out and the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.